Event description:
Boston scientific received information that this left ventricular lead was explanted due to high pacing impedances greater than 2000 ohms along with no capture. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the observations of high impedances and loss of capture on this lead were confirmed to be due to a lead fracture. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.

Manufacturer narrative:
The lead was explanted and replaced. No further information is available. This report will be updated if more information becomes available.